Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient is experiencing a 2.5 diopter myopic shift following a micro-stent implant procedure. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative worsening in visual field loss is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).